Manufacturer narrative:
The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data analysis of the logs for the reported day of event were analyzed but an issue matching the exact description of a controller error could not be identified. During aic testing of the returned device, the console operated within specification, and no unexpected shutdowns or other irregularities were observed. Inspection of the console however, revealed a loose metal screw inside the console housing, which likely had shorted portion of the power battery manager circuitry, causing momentary loss of power and subsequently aic shutdown/restart. The most likely cause of the aic shut down issue found during the investigation was a loose fastener. The controller error was not confirmed as the device logs did not indicate there was a controller error. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error message. It was reported that this aic was replaced with a new console. There was no patient harm reported.